Event description:
A customer reported an unresponsive touchscreen. There was no adverse impact to the customer¿s blood glucose level. The customer declined to follow up with technical support at the time, and no additional information regarding the outcome was provided.